Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that: the patient sustained work-related injury in (B)(6) 2013, and has had persistent back pain, right lower extremity pain, tingling and numbness and weakness. An MRI revealed the presence of a massive disc herniation at l3-4 with severe stenosis as well as facet arthropathy and segmental instability. On (B)(6) 2014: the patient was pre-operatively diagnosed with l3-4 hnp (herniated nucleus pulposus) with severe stenosis and segmental instability and underwent the following procedures: l3 laminectomy with decompression of cauda equina and spinal nerve roots. L4 laminectomy with decompression of cauda equina and spinal nerve roots. L3-4 posterior intertransverse spinal fusion. L3-4 pedicle screw segmental instrumentation, use of local autograft, allograft, bmp (bone morphogenic protein) and dbx (demineralized bone matrix). Insertion of indwelling epidural catheter. Use of operating microscope. As per operative notes,¿ an extra-extra small set of bmp was prepared and the1 inch strip was cut in half yielding two 0.5 inch x 2 inch strips. The posterior elements including the transverse processes of l4 and l5 and the facet joints were decorticated with the high-speed drill, after which the half strip of bmp was placed on the left and on top of it was the mixture of the locally obtained autograft.¿ the patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date the patient underwent fusion surgery wherein rhbmp-2 was implanted. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.